Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined a conclusive cause for the reported stent dislodgement cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation, the stent dislodged and remained on the stylet during removal of the stylet. There was no reported resistance during removal of the stylet. The device was not used, so there was no patient involvement. A non-abbott stent was used to complete the procedure. No additional information was provided.